Event description:
It was reported that during the endoscopic vein harvesting procedure, the vh-3000 hemopro tip broke off and it did not break off in the pt. A replacement device was used to complete the procedure. No pt complications were reported by the hospital. There was no other info available in regards to the failure.

Manufacturer narrative:
Investigation results: visual inspection showed that the hemopro tip silicone jaw boots were intact and no damage was observed. The reported complaint is not confirmed. From the investigation it was observed that the c-ring was broken in halves. Most likely the c-ring breakage was caused by the c-ring came in contact with the hemopro hot jaw while the jaw was energized. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. Mfg personnel will be notified.